Event description:
On september 1st 2022, senseonics was made aware of an adverse event where user had an infection at sensor site and also mentioned it was circular in shape. User had the symptoms of pain, redness and swelling over insertion site and was treated with cephalexin (antibiotics) and the sensor was successfully removed.

Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. User was prescribed with antibiotics (cephalexin) and the sensor was removed successfully. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. No further investigation is required.